Event description:
The technician alleged that the brake casters will set into brake but will swivel. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.